Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/475291, description: linear st lead, 50cm. Model #: sc-2218-70, serial/lot #: (B)(4)/485751, description: linear st lead, 70cm,

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action.